Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three perclose proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the monofilament, needle tip, cuffs and link were not returned with the device. The plunger was returned and there was dent/stressed mark on the anterior needle barb which is consistent when the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. The plunger was reinserted and the needle trajectory and push mandrel travel were acceptable. There was no abnormal observation found on the returned device that could have contributed to the cuff detachment. Therefore, the root cause for the anterior cuff to needle tip detachment is undetermined. No manufacturing or quality issues were detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Three additional proglides were used with the same results. Although there was no adverse patient sequela, the physician reported due to the cuff misses, there was a significant clinical delay in the procedure. Though requested, no additional information was provided.